Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, the helix on this right ventricular (rv) lead would not extend after 15 turns. The fixation tool was turned slowly, one turn per second. The stylet being used was packaged with the lead, with a 6fr boston scientific introducer. The lead was not used. No adverse patient effects were reported.